Event description:
Pt sustained a right hip fracture during 3/97. A compression hip screw was placed during that time. She has continued to use a walker for ambulation since the screw was placed. She reported increasing pain in the groin and painful range of motion. The compression hip screw was noted to be migrated. The pt's leg lengths were unequal.